Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date and age of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a no external power event while the vad was connected to a mobile power unit (mpu) was observed by the manufacturer's technical service representative on a routine log file submitted for review. The no external power event could have been caused by the power cord coming loose from the mobile power unit (mpu) or wall outlet, or the house losing power. There was no reported adverse impact to the patient due to the event. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power alarms was confirmed through the analysis of a submitted data log file. The log file contained events from (B)(6) 2018 ¿ (B)(6) 2018. It was observed in the log file that on (B)(6) 2018 at 09:22:33 and (B)(6) 2018 at 21:43:03, no external power events were recorded when the controller was connected to the mobile power unit. From the log file, it was evident that the user disconnected both the power cables while switching power sources, causing the system to function on backup batteries. The alarms did not affect the controller¿s ability to maintain the pump above the set speed. The mobile power unit used at the time of the reported event was not returned for analysis. No further issues about the mobile power unit have been reported at this time. The root cause of the no external power alarm was related to user error, pertaining to the user disconnecting both the power cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.